Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with newly implanted pacemaker has peeled off the gauze on the pocket and touched the wound. An infection was suspected. Furthermore, it was reported that the device pocket got swollen. The water has been drained from the wound and antibiotics were administered. Hematoma and bleeding were noted within the pocket. Moreover, the device was explanted and was replaced. No additional adverse patient effects were reported.